Event description:
(B)(4). Allergic skin reactions, swelling in abdomen, chronic pain, swelling in legs and numbness. Prolonged and heavy periods. Metal taste in mouth and bad breath. Constantly sweating. Chronic uti which led to septicemia twice and hospitalized.